Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance measurements of less than 30 ohms. It was noted the impedances had been trending down for awhile. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). The hcp noted they believed the patient had worsening heart failure. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance measurements of less than 30 ohms. It was noted the impedances had been trending down for a while. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). The hcp noted they believed the patient had worsening heart failure. The lead remains in service. No adverse patient effects were reported. An additional shock impedance measurement of less than 20 ohms was observed. It was noted that the patient has been undergoing chemotherapy. Ts noted this is likely the culprit as opposed to a lead integrity issue and recommended in office testing in the future. The rv lead remains in service. No adverse patient effects were reported.